Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was embedding into the bowel organs and abdominal wall, the patient was in chronic pain and was disabled. The device is still in patient, have been told it cannot be removed. The patient outcome was unknown but in serious injury.